Event description:
This lead has an unknown implant and explant date. A call to technical services placed on (B)(6) 2013 states that the device will be changed-out on that day, because they found both saint jude medical ra and rv leads were fractured. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).